Manufacturer narrative:
Root cause: use error. Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after over filling a cartridge with 310 units of insulin. Additionally, an occlusion alarm occurred and the insulin gauge was inaccurate. Customer changed all supplies successfully and resumed insulin delivery. Customer's blood glucose was 47 mg/dl which was addressed with drinking juice. Reportedly, the customer was pregnant and is the cause for blood glucose level.